Event description:
It was reported that approximately a month after implant, this right ventricular (rv) lead was involved in a perforation of the heart wall, which was confirmed through a fluoroscopic evaluation. The patient underwent a surgical intervention to reposition the lead. No additional adverse patient effects were reported.